Event description:
On (B)(6) 2022, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis. During the gate cannulation, the incomplete device expansion was confirmed at the bifurcation, making cannulation difficult, but a wire was eventually able to advance and the incomplete device expansion was resolved after touching-up with balloon. Reportedly the incomplete device expansion was due to the patient's anatomy, angled proximal neck (approximately 90 degrees). At the final angiography, it was confirmed that the left renal artery was partially covered by the proximal edge of the device. Although, there was no problem with a blood flow into the left renal artery, percutaneous renal artery angioplasty and an additional stent implantation were performed. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. Reportedly the incomplete device expansion was due to the patient's anatomy, angled proximal neck (approximately 90 degrees). According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), the gore® excluder® conformable aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as: proximal aortic neck angulation = 60°. The safety and effectiveness of the gore® excluder® conformable aaa endoprosthesis have not been evaluated in the following patient populations: patients with less than 15 mm in length or > 60° angulation of the proximal aortic neck. Per IFU, key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (> 60°). Additionally, the IFU states, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to incomplete component deployment, renal artery occlusion, occlusion / stenosis of device or native vessel. Warning: incorrect deployment or migration of the endoprosthesis may require surgical intervention. Caution: do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. Anatomical requirements: patient¿s anatomical suitability for endovascular repair. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.